Event description:
A surgeon reported a patient with blurry vision following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the patient's vision had improved and the event has resolved.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/22/2010, 02/02/2010, 02/08/2010, and 02/09/2010 by phone, fax, and mail. A completed questionnaire was received on 02/05/2010. Medical records were received on 01/26/2010. (B) (4). (B) (4). (B) (4).